Event description:
It was reported to minimed that the customer experienced their pump's middle button not responding, a crack in the case, display/screen, the keypad getting stuck, and a crack on the battery tube side of the case. The customer also experienced a hyperglycemic event which was treated with bolus from insulin pump. The blood glucose value at the time of the event was 325 mg/dl. The event involved product(s) unomedical, mmt-7040ma, mmt-1884 and mmt-342. Troubleshooting was performed and the pump was found to exhibit physical damage in the form of cracks on the keypad, screen/display, and the case at the battery tube side, which were confirmed to be affecting pump functionality. Troubleshooting was performed for pump's middle button not responding allegation and it was confirmed that the customer did not receive a stuck button alarm, and there was a response from other buttons. The middle button was identified as the unresponsive button, with the issue occurring on a daily basis. No alarm was in progress at the time the button was unresponsive, and the issue was not related to the bolus menu being unavailable or displaying 0.0 while attempting to program a basal, nor was it during an easy bolus attempt. The buttons remained unresponsive at the time of the call. Troubleshooting was performed for hyperglycemic event and, it was confirmed that the customer had been using the insulin pump system within 48 hours of the reported event, and the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. No product return is required for unomedical, mmt-7040ma and mmt-342. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.